Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, urinary incontinence. It was reported that following insertion the patient experienced infections, painful sexual intercourse, and urinary incontinence. It was reported that patient underwent mesh removal between 2008-2010. It was reported that patient underwent surgery for bowel obstruction in 2013. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision and removal of mesh on (B)(6) 2009 due to dyspareunia secondary to erosion of mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.